Manufacturer narrative:
Device was discarded during use by customer.

Event description:
It was reported that during a surgical procedure at the user facility that the interior turbinate of the patient's nasal cavity was scuffed by the sonopet tip when pulling the device out of the site. The procedure was completed successfully with the same device without delay; no adverse consequences or medical intervention were reported. No failure was reported with the device during use.